Event description:
Patient was implanted with a guardian device on (B)(6) 2022. Patient was alerted by the guardian system via a see doctor alert on (B)(6) 2023. The patient returned to see the doctor and at that appointment the device could no longer reliably communicate with the programmer. The physician discussed the problem with the patient as well as the options available to them. The patient and patient's husband indicated they will decide whether or not to explant the device and let the doctor know. This problem will be investigated if the device is returned to avertix provided the patient agrees to an explant. The following issue was created in the qms of avertix for this problem: issue 76 issue 76 was escalated to a complaint for investigation: complaint 54 complaint 54 was assigned to CAPA for corrective and preventive action determinations: CAPA 12 the patient experienced no adverse events due to this problem.